Event description:
A pt reports getting "add gel or replace belt" messages. The pt reports no evidence of blue gel being released. A new electrode belt was provided. The pt will returned the suspect electrode belt for evaluation.